Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the high resolution stereo viewer (hrsv) left monitor. The system was tested and verified as ready for use. The probable root cause cannot be determined based on the information provided.

Event description:
It was reported that during a training/demo of the da vinci system, the customer called in to report that the surgeon side console (ssc) had no video in left eye. The customer stated they had hard power cycled the ssc and it still had no video in the left eye of the high resolution stereo viewer (hrsv). The customer connected an output cable for the left eye to provide video on the monitor. There was no report of patient involvement.